Event description:
The customer returned the device stating it was beeping during flushing; during device evaluation it was found that the downstream occlusion (dso) seal was damaged (detached). It is unknown if there was patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The complaint was not duplicated. Visual test was performed and found damaged(detach) downstream occlusion (dso) seal. The dso seal was replaced, and a functional test was performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.